Manufacturer narrative:
Section b5: it was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the experienced filter tilt and perforation of the filter struts outside the inferior vena cava (ivc). The patient has also reported experiencing chest pain and anxiety. The patient became aware of the reported events four years and eight months after the index procedure. According to the medical records the patient had a history of diabetes and hypertension and was non-compliant with taking prescribed medications. The patient was also noted to have used tobacco up to the index procedure. Prior to the filter placement the patient developed a blue toe and after several days presented to a hospital. The workup revealed a deep vein thrombosis of the right common femoral and popliteal vein and superficial femoral artery disease bilaterally. The patient was transferred to a different facility for a below the knee bypass to the tibioperoneal trunk using a gore-tex graft and placement of a vena cava filter. The filter was placed via the right common femoral vein and the filter was deployed with the extraction loop oriented inferiorly. Subsequently the gore-tex graft was placed and excellent backflow was noted through the graft. At the completion of the bypass procedure, satisfactory hemostasis was ensured, and the wounds were closed and sterile dressings applied. The patient was then transferred back to their room in satisfactory condition. There is currently no additional information available for review. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The optease vena cava filter is indicated in the us for retrieval up to 14 days post implantation. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the reported filter tilt and perforation could not be confirmed nor a cause for the event(s) determined. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousity. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural and long-term complications associated with ivc filters. It is unknown if the tilt contributed to the reported perforation. Anxiety and chest pain do not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Corrected data occupation: other, senior counsel, litigation. Describe event or problem: the following is additional information received per the medical records and patient profile form (ppf). The following were updated: patient information, event description, adverse event codes, product information additional information received per the medical records indicate that the patient has a history of noncompliance. The patient has hypertension, but does not take hypertensive medications. The patient is diabetic, but does not take diabetic medications. The patient was a smoker at the time of the index procedure. Immediately prior to the index procedure, the patient developed a painful, blue toe. An ultrasound confirmed popliteal and common femoral deep venous thrombosis. Computed tomography (CT) angiogram revealed a total occlusion of both superficial femoral arteries reconstituting above the knee on the right side with retrogeniculate lesion that was hemodynamically significant. The tibioperoneal trunk reconstitutes with good three vessel flow to the foot on the right side. The left side had a superficial femoral occlusion with above the knee reconstitution and satisfactory distal flow. The patient was brought to the operating room for below the knee bypass to the tibioperoneal trunk, to preserve his superficial femoral vein secondary to both deep venous thrombosis, as well as probable later potential need for bypass grafting. The common femoral vein on the right side was of good quality but had moderate to mild mural disease with a tendency to dissect. The filter was deployed via right common femoral vein. It was placed without difficulty in a good position. The extraction loop was oriented inferiorly. The patient was in satisfactory condition after the procedures.   Additional information received per the patient profile form (ppf) states that the patient experienced perforation of the filter strut(s) outside the ivc and tilting of the filter. The patient became aware of the reported events four years and eight months after the index procedure. The patient continues to experience chest pain and anxiety. Additional information is pending and will be submitted within 30 days of receipt.

Manufacturer narrative:
The device history record review could not be performed since complaint lot number is unknown. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported by the legal department, the patient underwent placement of the optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to: malfunction, including perforation, that causes injury and damage to the patient.